Event description:
A report was received that the patient's battery was non-functioning and not able to hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's battery was non-functioning and not able to hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected.